Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2022. D6b: explant date: (B)(6) 2022.

Event description:
It was reported that the patient experienced inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.